Manufacturer narrative:
The product was not returned for analysis. Only video was returned and the reported complaint was observed on the returned video. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. A video was provided. The cataract removal was shown. The surgery took over 7 minutes. The lens and cartridge preparation was not shown. The lens loading and initial advancement were not shown. The cartridge tip came into view at 7:37 as it was inserted into the incision. The yellow lens model was visible partially advance into the tip. There appeared to be a slight plunger override of the trailing optic edge. Fold lines were visible on the optic, which may indicate the lens was folded for an extended period of time. It was difficult to see the lens due to the screen measurements superimposing over the view. The edges of the optic appeared scraped. The lens was left implanted. This type of edge damage typically occurs when there is a lack of viscoelastic in the cartridge coupled with rapid advancement. This cannot be verified because the cartridge preparation, lens loading initial advance were not shown. The observed fold lines may occur when the lens is advanced too rapidly, when the or/room temperature is too cold, or if inadequate viscoelastic was placed in the device. In addition, based on the time to remove the cataract the lens was loaded more than 7mintues. Instructions for use (IFU) note: during lens loading and insertion, do not allow the company intraocular lens (iol) to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The root cause for the reported complaint could not be determined. Additional complaint record was created for company cartridge. The reported damage to the iol was observed on the returned video. This type of edge damage typically occurs when there is a lack of viscoelastic in the cartridge coupled with rapid advancement. Fold lines were visible on the optic, which may indicate the lens was folded for an extended period of time. The observed fold lines may also occur when the lens is advanced too rapidly, when the or/room temperature is too cold, or if inadequate viscoelastic was placed in the device. Additional record was created for company cartridge. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, after inserting the lens, a scratch was found on the right edge of iol optics. The doctor said that there seemed to be a bit more resistance when pushing the iol and he thinks it might be a burr or something similar in the cartridge.